Event description:
The stent came off of catheter during procedure. Treatment of right iliac occlusion. Access on left side - contralateral approach to treat right iliac. The doctor noticed the stent had come off after he had crossed over the bifurcation (he had passed the stent in the sheath over the bifurcation). He was able to get the stent back to the left iliac where he deployed the stent in the left common iliac. He next tried a 6x38 and also lost the stent as he crossed over. This stent was retrieved and removed from the pt. The pt received no treatment on the right side.

Manufacturer narrative:
Components returned to atrium medical included a 7mm x 38mm x 80cm balloon catheter, a 7 french terumo destination introducer sheath and a set of films. No other details were provided other than what is listed above. A review of the info provided indicated difficulty in achieving access to the right iliac with the device. While the 6x38mm balloon catheter was not included, the 7x38mm balloon catheter exhibited the usual crimp impressions on both the balloon and the catheter shaft indicating a proper crimp. An assessment of the introducer showed a slight kink approx 6cm from the distal tip. It is unk when the introducer was kinked or if it was present during the clinical case. Based on the flow anomaly observed at bifurcate, it is conceivable that the introducer was constricted which may explain the difficulty in gaining access with both a 7x38mm and a smaller profile 6x38mm device. A review of the lot qualification data completed by quality control prior to shipment yielded no anomalies. Atrium reviews all complaints independently and takes each one very seriously; however, outside of the calcified vessel it is difficult to re-enact the exact conditions experienced during the clinical procedure. Based on the procedural info provided as well as no issues observed with either the data retained in quality control or the observations recorded, atrium can find no fault with the mfg process or the device in question.